Event description:
According to the reporter: the stapler misfired several times and did not staple properly which resulted in the patient losing a considerable amount of blood, until a clamp could be applied.

Manufacturer narrative:
(B)(4).